Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm device placement, the patient recently having gone through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, inadequate fixation was identified as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to inadequate fixation as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness and erosion at the receiver site. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2026, and as of (B)(6) 2026, the redness has gone away. No further issues have been reported.